Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call air bubbles anomaly inside the reservoir. Customer¿s blood glucose level was unknown. Troubleshooting for air bubbles anomaly was performed. Customer advised they waited until reservoir reached room temperature before using. Customer advised they had issues with air bubbles and never had these issues before. Customer received a new lot of reservoirs and the issue remained.